Event description:
Edwards received notification through the implant patient registry that a patient with a 9750tfx 26mm sapien 3 transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 1 year and 1 month due to unknown reasons. No additional details were provided.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve explant was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, the valve is not available for evaluation. The reason for explanting the valve approximately 1 years and 1 months post-tavr is unknown. Due to limited information, a definitive root cause was unable to be determined at this time. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.